Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 24cm and the lead is cut off at 29.4cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician cut the existing atrial and ventricular leads. A temporary pacing lead was implanted for the patient and several days later the physician explanted and replaced the cut leads. No patient complications have been reported as a result of this event.